Manufacturer narrative:
Investigation - evaluation. A review of complaint history, documentation, drawing, instructions for use, manufacturing instructions, quality control, and trends was completed during this investigation. The component device in question is the coaxial needle set subassembly of the quick-core® biopsy needle set. We believe the customer had difficulty unlocking the hub of the trocar needle stylet from the hub of the outer cannula . Complaint device evaluation was not performed since no product or imaging was returned to assist with this investigation. If the complaint device becomes available for investigation, the device will be evaluated and the file will be updated at that time. Current risk controls include the cannula and stylet design with proper tolerances and design to be used together, verification of the fit between the stylet and cannula, and final inspection of the assembly prior to shipping. It is feasible to suggest that during the assembly/manufacturing process, too much force was applied to the hub of the trocar needle stylet when attaching with the sdn needle cannula. This would cause an over-tightening of the needle stylet hub to the cannula's luer locking hub and make removal of the needle stylet difficult during the procedure. Based on a review of complaint history, this failure mode has occurred in the past. However, without visual, dimensional, or functional testing of the involved components, we are unable to determine with certainty what led to this failure mode. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required at this time.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient was undergoing a planned lung biopsy procedure using a quick-core coaxial biopsy needle set. The reporter states that it is "extremely difficult to get the inner stylet out of the outer cannula." The physician reportedly used hemostats to get the stylet and outer sheath apart. The physician "believes since the needle was jiggled inside the patient, it may have caused the pneumothorax." A chest tube was implanted to address the pneumothorax. No further event or patient information was provided. The actual device that is the subject of this report is not available for evaluation. The instructions for use provided with each device cautions that lung puncture may result in an air embolus, which could lead to ischemia or infarction of major organs, including the brain or cardiac system.